Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a professional education program, one of the presentations submitted included the attached slide showing a (B)(6) male repeat offender (non-complaint patient) one (1) year after open reduction internal fixation (orif) pilon, showing a broken pilon plate, non-union and significant soft tissue contusion. The reporter indicated that they were unaware if the device is a synthes product because the surgeon uses competitor's products as well. The reporter is also unaware if event was reported in the past. There was a surgical delay of unknown duration reported. This report is for one (1) unknown plate (pilon). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Report is for one (1) unknown plate (pilon). Unknown when / if device was implanted or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a professional education program, one of the presentations submitted included the attached slide showing a (B)(6) male repeat offender , one (1) year after open reduction internal fixation (orif) pilon, significant soft tissue contusion. Reporter indicated that they were unaware if the device is a synthes product because the surgeon uses competitor's products as well. Reporter is also unaware if event was reported in the past. There is unknown surgical delay reported. This complaint is for one (1) unknown plate (pilon). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.